Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes. Returned to manufacturer on 10/4/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspected under magnification revealed that the iol was received stuck in the cartridge with viscoelastic residue in the cartridge. The lens was removed and cleaned, and lens damage was observed. The complaint issue was confirmed; however, based on the fact that the lens was handled during removal from the cartridge this may be attributed to handling and cannot be confirmed to be related to manufacturing. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one additional complaint folders for this production order number: the condition reported for additional complaint folder is not related to the complaint issue reported. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: not needed as there was no patient contact or impact. If implanted, give date: not applicable, as there was no patient contact or impact. If explanted, give date: not applicable, as there was no patient contact or impact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was found damaged. There was no patient contact. No further information is available.